Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0437297v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0357476v, implanted: (B)(6) 2004, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 74002, lot# n303304, implanted: (B)(6) 2011, product type: adapter. (B)(4).

Event description:
It was reported that the patient had an EKG done 2 weeks prior to the report. The technician asked the patient if the implantable neurostimulator (ins) could interfere with the EKG, but the patient was unsure. The patient had a ¿long qt¿ so the patient was going to follow up with a cardiologist. The patient noted that she ¿usually didn¿t¿ experience a shocking effect in chest. The patient¿s health care professional (hcp) didn¿t think this had anything to do with the ins because it was a sudden feeling and then went away. Another hcp thought it could be a one-time shock from the stimulator. This sudden shocking feeling was felt about a month prior to the report. This sensation was the reason for the EKG. Interventions and patient outcome were not provided. Follow up has been requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).